Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that vitrectomy probe was not functioning on the day of surgery. At the moment the doctor was aspirating the vitreous humor, the probe was not making the cut and exchanging fluids during the vitrectomy surgery. The surgery was completed after replacing the product with another one. There was contact with patient but no impact to the patient.